Manufacturer narrative:
(B)(4).

Event description:
It was reported that during vns replacement surgery on (B)(6) 2015, the heartbeat testing for a m 106 generator was unsuccessful. During the heart beat testing, "????" Was observed. It was reported that no pre-surgical evaluation was done and no communication problems were observed during the procedure. The heart beat sensitivity test was done twice at sensitivity setting 2 and 3 with 30 sec interval. During each attempt, only "????" Was displayed on the tablet. The surgeon did not want to try sensitivity 4 as he never had to go up more than 3 in the past. No additional relevant information has been received to date.

Event description:
Further information was received indicating that the patient was seen again at the clinic and the heart beat sensitivity testing was successful. The heart rate was picked up instantly at the first testing. It was reported that the device diagnostics were also fine (2822 ohms) and the device was functioning correctly. No patient adverse events were reported. The programming history, provided to the manufacturer for review, indicates that no output current was programmed until the patient left the or. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.